Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Shaft frosting during the first freezing cycle. Advised the doctor to use warm saline in a glove and via syringe to reduce any damage to the skin layer.